Event description:
Patient reported they were seen for an evaluation by an orthodontist and provided a letter of recommendation. The orthodontist upon evaluation determined the aligners are not an appropriate treatment option for this patient due to their ongoing tmj pain. The patient's tmj condition appears from changes in posterior occlusion caused by clear aligners. The orthodontist recommends traditional braces to allow for posterior settling to establish a functional bite. The patient's dental findings indicated an anterior bit depth is shallow at 0-40%, moderately excessive overjet, permanent dentition, patient's occlusion is class ii on the right and occlusion is class I on the left. Mandibular dental midline is 3mm right of midsagittal at rest, mild maxillary arch crowding of 1-2mm and an open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.